Event description:
A distributor in thailand reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the pcb of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection of the returned pcb revealed no signs of damage. Electrical resistance testing revealed that the pcb had high impedence in the speaker coil, thus was out of specification. Conclusion: we are unable to determine what may have caused the high impedence of the returned mr850 respiratory humidifier pcb. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.